Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: the time between testing was with thirty (30) minutes. Reportedly, the patient had stopped lovenox on (B)(6) 2014. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The customer did not provide valid lot numbers or return products for investigation. Unable to perform further investigation without additional information. The patient was reported as using heparin on (B)(6) 2014. Limitations in product insert (pi), "this test should not be used for patients on heparin therapy." This constitutes off-label use and cannot be ruled out as a possible root cause for the unexpected results. Manufacturing record review was not performed because valid lot number was not provided. Further investigation will not be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.